Event description:
The clinic noticed that the user's hearing performance with the device had decreased over time and migration of the device was suspected. A full insertion of the electrode array was reported at implantation. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the patient report the active electrode migrated post-operatively outside of the cochlea. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic noticed that the user's hearing performance with the device had decreased over time and migration of the device was suspected. The user was re-implanted on the (B)(6) 2021.